Manufacturer narrative:
Additional information for correction added to b5: describe event or problem the device was received by boston scientific for analysis. Visual inspection revealed no defects. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical continuity testing was performed and no problems were detected. The device's lumen was leak tested by sealing the irrigation holes and mini electrodes, the lumen pressure decay was measured three times.and passed all tests. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during a redo ablation procedure to treat atrial fibrillation, high temperature was detected on the intellanav mifi open-irrigated ablation catheter while inside the patient's body. The catheter was exchanged and the procedure was completed successfully with no patient complications. Additional information received indicates the temperature reading was shown at 70 degrees fahrenheit pre-ablation and a high temperature error code was triggered during ablation.

Event description:
It was reported that during a redo ablation procedure to treat atrial fibrillation, high temperature was detected on the intellanav mifi open-irrigated ablation catheter while inside the patient's body. The catheter was exchanged and the procedure was completed successfully with no patient complications.